Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the device change procedure, high capture threshold on the rv lead was observed. Upon interrogation, loss of capture was determined. The patient was pacemaker dependent. The lead was capped and replaced on (B)(6) 2019. The patient was stable.